Event description:
The patient presenting to the hospital. The device was interrogated and found to be in back-up operations with high voltage therapy disabled. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.